Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient presented to the hospital after receiving inappropriate antitachycardia pacing and shock therapies for the device incorrectly diagnosing supraventricular tachycardia as ventricular tachycardia. The shock cardioverted the atrial fibrillation back to sinus rhythm. Post-paced t-wave oversensing was noted on the right ventricular sensing trend. The patient was discharged and the patient returned for the physician to make the recommended programming changes. The patient was discharged again.